Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient stated that beginning 6 weeks ago when they went to charge their implant they noticed that it wiggled a little bit, which it always did because of the awkward position the device had to be put in, but it got to be more and more than it migrated to the middle of their back. The patient stated that they were not getting a good charge when they put it where it was but then confirmed that there were no recharging issues. The device was implanted on their upper hip on the left side but the device migrated about an inch or two at the most to their back bone/spinal column. The patient stated beginning a month ago they are in pain and cannot lay on their back without it pressing it. The patient has not seen their healthcare professional (hcp) yet but they were redirected to do so and the patient noted that they have an appointment a month away. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-aug-03. The patient stated that there were no circumstances that led to the implant migration. They woke up and it had moved from their side hip to the small of their back. The actions taken for the migration, pain, and not getting a good charge included gently massaging the area and trying to move it back. The issues have not been resolved. They have more pain now because they cannot charge it now plus they have the extra pain of sleeping or laying on it. No further complications were reported/are anticipated.